Manufacturer narrative:
The root cause for the patient undergoing a revision surgery due to an alleged infection was unable to be definitively determined. No information about the device was made available. The patient's medical history is unknown other than the patient being diagnosed with sarcoma. There is always a chance of a patient developing an infection from an invasive surgical procedure such as limb salvage surgery. However, the risk is justified as the alternative in many cases would be amputation of the limb. Device history records and sterilization batch release records were reviewed and no issues during manufacturing or sterilization were identified that would indicate that the manufacturing or sterilization of the involved implants contributed to this complaint. If further information is obtained, a supplement will be submitted.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. During the revision, which was performed by dr. (B)(6), the surgeon performed a washout and replaced the eleos tibial poly spacer. The complainant was unsure if the size of the tibial poly spacer remained the same or if the surgeon decided to place a different sized implant. The surgeon also decided to place a resurfacing patella implant while performing the surgery. The patient had implants from another manufacturer placed at the time as well, but these were not revised. The complainant reported that there were other eleos implants in the patient but that they were not revised. The type of implants are not known. The complainant stated that he would not be able to find more information of the eleos implant that was revised or the ones that were implants at the time of the alleged infection during a phone interview on (B)(6) 2021.